Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report painful sensor insertion that occurred on (B)(6) 2016. Patient's mother reported the use of prescription lidocaine. Date of prescription is unknown. No additional event or patient information was provided. Patient using the device is (B)(6) years old. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.